Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for additional microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all the channels of the subject device. The testing result cleared the french guideline. Ofr followed up the user facility and obtained additional information about reprocessing. The subject device had been manually reprocessed using peraceticacid. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for pseudomonas. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.